Event description:
Patient representative reports "the client has had physical complaints such as fatigue, sleep and concentration problems, headache, muscle pain, pain in the thighs and stitches in the left breast, which have been determined as not device related. This is also called breast implant illness of autoimmune / inflammatory syndrome, induced by adjuvants (asia syndrome), not device related. These complaints are having a major impact on the client¿s life. Spends many days in bed and is unable to work" and "an explantation of the breast implants took place. During this operation, both prostheses were removed, the breasts were lipofilled and new prostheses with saline were placed. The explant showed that the capsule was stuck to the rib cage and therefore could not be completely removed. In addition, silicone particles had ended up in the- client¿s blood. The client therefore still suffers from capsular contracture and floating silicone particles in her body." This relates to the right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "fatigue, sleep and concentration problems, headache, muscle pain, pain in the thighs", "silicone particles in the blood", and capsular contracture, baker grade unknown.